Event description:
Cadd smith solis pump failed to deliver dilaudid even though display stated that drug was being delivered. Inspection of pump and tubing revealed kink in 50ml tubing cartridge - also supplied by smith's medical. Dates of use: (B)(6) 2011 - (B)(6) 2012.

Event description:
Add'l info rec'd from rptr 4/6/2012: under-delivery of a smith's cadd solis pca pump. Previously reported to FDA. Further investigation shows that the smith's pca pump cartridge has significant "bowing" of the tubing at the top of the cartridge that has contributed to the cartridge not seating properly in the pump. This has caused the pump to not deliver medication when it indicated that it was. Significant under-delivery of narcotics. An 80% of our morphine cartridges have this issue. This may have contributed to other reported under-delivery events involving the smith's cadd solis pumps.